Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen would go blank and would take several seconds before returning to normal. The issue reportedly was occurring with boluses or when entering the blood glucose calibration into the pump. The issue had reportedly been occurring for three weeks. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: a review of the black box did not show any activity outside normal use. A review of the alarm history indicated consecutive call service 054/052/012 alarms occurred on (B)(6) 2016. The battery compartment and battery cap were undamaged and the cap was able to fit securely to the pump. The pump powered on normally to a fully illuminated and clear display. Ez-prime steps were successfully performed. A 10 unit test bolus was programmed and recorded accurately. There was no evidence of a blank screen and no errors, alarms, or warnings occurred during investigation. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. (B)(4).